Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation of the device, an anomalous battery longevity estimate was noted. The longevity was stated to be 10.5 months. Review of the session record showed an overestimation occurred on (B)(6) 2016 stating a longevity of 4 to 4.3 years. The patient was stable and would be monitored routinely.